Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e4: this event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). Block h6 (device codes): device problem code a0401 captures the reportable event of corewire broken. Block h6 (impact codes): impact code f1907 captures the reportable event of more complex surgery. Impact code f1908 captures the reportable event of prolonged surgery. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during cystoscopy and percutaneous nephrolithotomy procedure performed on (B)(6) 2021. During the procedure, a cystoscope was used at the beginning of the case. It was noted the prostate was very enlarged but able to see the right ureteral orifice and intubated with a sensor wire. The wire was able to pass easily up into the renal pelvis. A dual-lumen catheter was advanced, it was not able to pass up the ureter secondary due to tight ureteral orifice. Then attempted to dilate up to 14 french however this was not successful. A ureteroscope was attempted to pass up to the kidney without a sheath, however this was also unsuccessful. A 5 french open-ended catheter was used with the second sensor wire at which point the contrast was injected through the catheter to visualize the renal pelvis. This was performed with a foley catheter in the attempt to gain access to the kidney. Using a needle, they were able to stick into the kidney. However in the process of doing this, the sensor corewire broke into the retroperitoneum. After all conservative attempts to retrieve the wire were made a two-centimeter incision was made into the back of the patient. Approximately one hour was added to the procedure to retrieve all parts from the kidney. Additional information received on september 23, 2021: it was reported the procedure was completed with the second sensor wire. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.. This event was reported to the FDA via a voluntary medwatch report. The report number is (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during cystoscopy and percutaneous nephrolithotomy procedure performed on (B)(6) 2021. During the procedure, a cystoscope was used at the beginning of the case. It was noted the prostate was very enlarged but able to see the right ureteral orifice and intubated with a sensor wire. The wire was able to pass easily up into the renal pelvis. A dual-lumen catheter was advanced, it was not able to pass up the ureter secondary due to tight ureteral orifice. Then attempted to dilate up to 14 french however this was not successful. A ureteroscope was attempted to pass up to the kidney without a sheath, however this was also unsuccessful. A 5 french open-ended catheter was used with the second sensor wire at which point the contrast was injected through the catheter to visualize the renal pelvis. This was performed with a foley catheter in the attempt to gain access to the kidney. Using a needle, they were able to stick into the kidney. However in the process of doing this, the sensor corewire broke into the retroperitoneum. After all conservative attempts to retrieve the wire were made a two-centimeter incision was made into the back of the patient. Approximately one hour was added to the procedure to retrieve all parts from the kidney.